Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced high blood glucose. The customer blood glucose level was 495 mg/dl at the time of incident. The customer treated with manual injection. The customer experienced symptoms like headache during high blood glucose. The customer also stated that the cannula was bent and insulin pump had insulin flow block alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.